Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The root cause of the reported material separation is likely due to the circumstances of the procedure. It is possible, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 16f prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, pre-placement of the first prostyle suture was successful. When attempting to place the second prostyle suture, a suture break occurred during plunger retraction. The device was removed and the knot was noted to be unraveled. The suture of a new prostyle device was successfully pre-placed. The use of the 16f sheath was continued and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.